Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
A malfunction has been observed in several renal biopsys: tissue fragments cannot be collected. The malfunction is random, sometimes during the first shot, the second, and subsequent shots. In this case, no tissue cores were returned. No reported injury.